Event description:
Patient's infusion finished late, and two users reported differing rate settings for the pump.the pump's electronic history confirmed a rate change from the expected value of 17 ml/hr to 5.63 ml/hr. The change was the result of the nurse changing the time remaining for completion. When the tubing set was changed, the nurse restarted the pump at the original 17 ml/hr rate without changing the vtbi setting. A few minutes later she stopped the pump, and the display screen showed the rate, vtbi, and time remaining. The nurse changed the original 0:40 h:mm time value to 2:00 h:mm. The new time setting was accepted. At that point the pump displayed the vtbi, time remaining, and the option to enter special functions. The rate, now recalculated to 5.63 ml/hr, was not displayed. The nurse pressed the start button, but did not notice that the new rate now displayed at the right side of the screen, had changed from her previous setting. The infusion then ran to completion, ending 1hr 20 minutes later than expected.